Event description:
It was reported that bd alaris smartsite extension set was leaking. The following information was received by the initial reporter with the following verbatim issues with new batch ss (lot# ta240149). > blood leaking from septum during usage with arterial cannula. > shape of the septum and its housing is oval in shape and not fitting with male luer of IV sets or luer lock syringes. > mutiple cases noted across the hospital by numerous end users.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Manufacturer narrative:
Manufacturing result: a 20019e7ds product was not available for investigation; however the customer confirmed that the complaint sample was from lot ta240149. The customer reported that "blood [was] leaking from septum during usage with arterial cannula" and the "shape of the septum and its housing is oval in shape and not fitting with male luer of IV sets or luer lock syringes." As part of the investigation, the customer provided a photograph of the affected sample; analysis of the photograph confirmed the customer's experience where the reported sample's smartsite had ovalised. The details of this feedback were forwarded to the manufacturing site for investigation. A definitive root cause for the customer's experience could not be identified in this instance. A review of the production records for lot ta240149 did not identify any in-process testing failures or quality deviations which may have resulted in a report of this nature. Furthermore testing of the retained samples by the manufacturing site from the reported lot did not identify any similar defects. Please note, the root cause of the oval smartsite is exposure of the smartsite® to an external heat source that brings the component temperature above 60°c. The piston head of the smartsite® is oval-shaped therefore when the round female luer adaptor (fla) component is placed over it, the piston opening is squeezed shut in order to create a seal. Under excessive heat conditions, the fla material can soften, and as the piston pushes back on the inside, it can reshape the fla to conform to the original oval-shape of the piston head. A review of the manufacturing process, bd storage conditions, and sterilization process has not found a potential root cause for this level of excess heat. Although it was not possible to determine a definite root cause for this issue, the quality team at the manufacturing site has been informed of this complaint in order to be aware of the reported failure mode during future production of this product. A review of the customer feedback database indicates that this is a rare occurrence with a small number of similar reports against the 20019e7ds set in the past 12 months.

Event description:
Can you confirm is there any patient impacted? ¿ the defects in the products were discovered while using them on patients, but no severe impact on patients can you confirm that there are any serious injuries that occur to the patient? - no is there any exposure of blood patient blood to patient or hcp user? It was mentioned in pir was yes. As per pir, exposure to blood/bodily fluid - "yes" please confirm patient had any harm/injury? No quantity involved ¿ no exact information available. In charge said multiple complaints across the branches received. Please confirm if the smartsite was also oval in shape when the leakage occurred? Yes it was please confirm the make and model of the connecting product(s)? Luer lok syringes (nipro) /IV sets (bbraun) please confirm the number of products affected? Verbally we were told 5-6 units. But we are yet to understand the scale of issue. Please confirm if there is any visible damage on the set ¿ such as cracks, flashes or deformation of the piston? No please confirm what substance was being infused during the time of the event? Arterial insertion was conducted during which the blood leakage was observed through the septum. Please confirm when the fault was identified during priming or during infusion? If during infusion, how long into the infusion? E was identified? Issue was with the connection to devices like IV set and ll syringes as the shape is oval. Please confirm if the component was accessed with a needle then reused? No please confirm the condition of the storage ¿ temperature, humidity etc? Proper storage practices followed